Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the infusion sets had bent cannulas that caused high blood glucose levels. Customer's blood glucose level was between 300 mg/dl and 400 mg/dl. The customer treated her blood glucose level with an insulin pen or bolus from the insulin pump. The device was not returned.